Event description:
During a coronary artery drug eluting stenting treatment procedure, the physician encountered difficulty crossing a non tortuous lesion. The taxus express2 8.8% 3.50 x 16mm drug eluting stent would not cross an "angiographically simple" distal lesion. Upon further examination, the distal stent struts were lifted from the delivery balloon. This device was replaced with another taxus express2 8.8% 3.50 x 16mm drug eluting stent and the lesion was "easily" crossed. The pt's status has been reported to be satisfactory and no complications have been reported.